Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) and subsequently hospitalized with a low blood glucose (bg) level of 42 mg/dl. Reportedly, customer initiated a bolus for 25 carbs however; 25 units was delivered, cause was unknown. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.